Event description:
Two wands were received for analysis. Analysis of the first wand found that the wand performed according to specifications once a known good battery was installed; device arrived with a depleted battery. The site reported that after the battery was replaced, communication errors continued and the power light did not come on. It is unknown why the communication errors continued and the power light did not come on after site battery replacement. The reason that the returned battery was depleted is also unknown. No anomaly was identified, which would adversely impact battery longevity. Continuity testing of the serial data cable and the battery cable passed. After the battery was substituted, the programming wand performed according to functional specifications. The second wand analysis found that the wand performed according to specifications once a known good battery was installed; device arrived without a battery. The site reported that the battery was replaced and the programming wand did not function. After a known good bench battery was installed, passing functional test results verified consistent communication of the wand. It is unknown why the programming wand did not function properly after site battery replacement. No anomaly was identified, which would adversely impact battery longevity. Continuity testing of the serial data cable and the battery cable passed. After the battery was installed, the programming wand performed according to functional specifications.

Event description:
On (B)(4) 2013, it was reported that the physician was unable to communicate with the patient's device and believes the device is at end of service. However, it was later found that the physician's wand was not working and this could be the reason why the device could not be interrogated, as a battery life estimate indicates a minimum of 0.11 years until end of service. The patient's device has not yet been re-interrogated with a functioning programming system. No other information has been provided.

Event description:
A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the header anomaly (visual analysis), there were no performance or any other type of adverse conditions found with the pulse generator. The end of service allegation was not duplicated in product analysis.

Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2013. It was reported that the patient was not seen again by the neurologist to attempt interrogation prior to replacement surgery. It was reported that during the surgery the generator was found with the entire pin receptor broken off of the generator. The physician indicated that no trauma or manipulation occurred that could have caused or contributed to the generator header being disconnected from the generator, but that the patient suffers frequent seizures and falls. The generator was received for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.